Manufacturer narrative:
Received only catheter. The reported event was unconfirmed since the problem could not be reproduced. Visual inspection noted no defects on the returned sample. Per functional testing, the balloon was inflated with 10cc of water and a flow rate test was administered; while inflated, the flow rate was 100ml/min, 100ml/min and 100ml/min. The internal flow specification for a sample of this product type is 100ml/min minimum, so the sample met the internal flow rate specification. Water was introduced through the drainage eye and came out of the drainage funnel without difficulty. The reported event could not be to duplicated. The catheter was dissected and no conditions found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "precautions for use since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken the fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4).

Event description:
It was reported that no urine out flow was found through the catheter. Diuretics was dosed to the patient, but there was still no urine out flow. It was confirmed through the catheter. An echo inspection was performed, and it was found that urine remained in the patients' bladder. The catheter was removed and another catheter of the same type was placed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that no urine out flow was found through the catheter. Diuretics was dosed to the patient, but there was still no urine out flow. It was confirmed through the catheter. An echo inspection was performed, and it was found that urine remained in the patients' bladder. The catheter was removed and another catheter of the same type was placed.